Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open and then became stuck in the marksman microcatheter. The patient was undergoing a coiling + flow diverter implantation to treat a saccular right posterior communicating artery aneurysm. The aneurysm max diameter was 8mm and the neck diameter was 5mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed continuously with heparinized saline. When the pipeline started deployment, it did not open so it was resheathed. However, during resheathing, the pipeline had resistance started at the distal end of the marksman microcatheter and became stuck in the proximal segment. The physician released the slack in the system but it did not resolve the issue. The pipeline was removed together with the marksman microcatheter and it was discovered that there was accordion damage to the distal end of the marksman microcatheter. There was no damage observed to the pipeline pushwire. There was no harm or injury to the patient. No additional medical or surgical intervention was required. The event did not prolong the patient's hospitalization.

Event description:
Additional information received reported the procedure was completed with the placement of a conventional stent and coils without co mplications. The distal section of the pipeline did not open. The pipeline had been placed in a vessel when it failed to open. No additional steps were taken to open the pipeline.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #(B)(4): equipment used: vis ((B)(6)), 203cm ruler ((B)(6)) drawing(s) referenced: none. As found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box, within a plastic bio-pouch, within an opened pipeline flex inner pouch ((B)(6)), and within a dispenser coil. An opened marksman inner pouch ((B)(6)) was also returned. Visual inspection/damage location details: the pipeline flex embolization device was returned within the marksman catheter. The pi peline flex pusher was found extending out from within the marksman catheter hub for ~81.4cm. The marksman catheter hub was found in good condition. The marksman catheter body was found accordioned from ~29.8cm to ~26.8cm from the catheter distal tip. In addition, the catheter body was found kinked at ~13.5cm, ~10.5cm, and ~6.0cm from the catheter distal tip. The pipeline flex embolization device could not be removed from within the marksman catheter. The marksman catheter was dissected (cut) to remove the pipeline flex embolization device. The pipeline flex pusher distal hypotube was found stretched and detached at the distal hypotube weld (solder joint). The pipeline flex braid proximal and distal ends were found open but damaged (frayed). The pipeline flex pusher sleeves was found in good condition. Dried blood was noted on the braid, sleeves, and tip coil. Testing/analysis: the detached pipeline flex pusher was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) elemental analysis. The elemental analysis of the detached pusher end shows the presence of tin (sn). Conclusion: based on the device analysis and reported information the customer¿s ¿resistance during re-sheathing¿ and ¿catheter accordion¿ reports were confirmed. Regarding the customer¿s ¿failure/incomplete to open¿ report the issue could not be confirmed. Possible causes of resistance during re-sheathing/failure to resheath include patient vessel tortuosity, catheter damage, user does not maintain continuous flush, or user resheaths more than 2 times. Possible causes of pushwire detach at hypotube proximal to the wire weld include patient vessel tortuosity, resistance/high force delivery, hypotube stretch, catheter damage, or user resheaths more than 2 times. In addition, separation can occur due to inadequate solder/tinning. The analysis showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad snder joint). There was no non-conformance to specification that led to the detachment issue. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. A continuous flush of the marksman catheter was maintained. Information regarding resheathing attempts was not reported. It is likely the damage found with the returned marksman catheter (kinking/accordioning), and the patient¿s ¿moderate¿ vessel tortuosity contributed to the resistance and pushwire detachment issues. Possible causes of failure/incomplete open distal include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. The braid was not deployed in a vessel bend. It is likely the patient¿s ¿moderate¿ vessel tortuosity and the damage found with the braid contributed to the failure to open issue. The braid can become damaged if advanced against resistance. (Rosaj10 (B)(6) 2022). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.